Manufacturer narrative:
One flotrac - vamp adult kit was returned for analysis. Blood was visible inside the vamp system. The pressure tubing was found completely detached from the solvent bond joint with the z-site (sample site). Indications of bonding solvent were present at most of the tubing bond areas. The tubing outer diameter near the point of detachment was measured and found within specification. The tubing was bent near the point of detachment. The inner diameter of the z-site tube housing was also measured and found within specification. The complaint was confirmed as related to the manufacturing process. An investigation was opened to determine what actions are needed to address complaints of this type.

Event description:
The report stated that the tubing got disconnected from the housing and that the nurse changed it out for another one.